Manufacturer narrative:
The technician found a kinked detergent tubing, straightened it and confirmed the module is running back within specifications. The investigation determined that the issue found by the technician was the root cause of the event.

Manufacturer narrative:
This event occurred in (B)(6). The customer has changed the sample and reagent probes but the issue has not been solved.

Event description:
The initial reporter complained of erratic qc results and intermittent issues with patient results on a cobas 6000 c (501) module. The customer provided discrepant results for 2 patient samples tested for either sodium (na) or albumin. Patient 1 initial na result was > 180 mmol/l. The repeat was 139 mmol/l. Patient 2 initial albumin result was 51.2 g/l. The repeat was 30.8 g/l. No questionable results were reported outside of the laboratory. No reagent lot numbers with expiration dates were provided.